Event description:
It was reported that the motor drive unit will not turn the blade on the handpiece. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
(B) (4). (B) (4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation wil be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.